Event description:
The account alleged the foot brake casters were not holding. No patient impact.

Manufacturer narrative:
The technician found the cause is the brake casters were worn and not holding in the brake position. The technician resolved the brake caster issue by replacing all brake casters.